Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign matter was noted on the stent. When removing the taxus express2 2.5x20mm drug eluting stent from the sterile package, some type of fibrous material was noted on the stent. The procedure was successfully completed using another taxus express2 stent, same size. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has been received for analysis; however, additional testing has not been completed at the time of this report.